Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There was no leak noted during preparation prior to use or during the first inflations, which suggests a product quality issue did not contribute to the reported difficulties. It is likely that the balloon interacted with the mildly tortuous, moderately calcified and 75% stenosed lesion such that the balloon became damaged and subsequently ruptured during the second inflation. The investigation determined the reported difficulty appears to be related to circumstances of the procedure and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The nc tenku is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that a 3.0x15mm nc tenku dilatation catheter advanced to the mid right coronary artery (rca), 75% stenosed, moderately calcified lesion, without issue. During second inflation at 18 atmospheres (atm), the balloon ruptured. Per physician, the cause of balloon rupture is suspected due to the lesions calcification. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.